Event description:
Philips received a complaint on the dfm100 defibrillator indicating that the device fails the operational check. There was reportedly no patient involvement. The fse evaluated the device on site. The problem was confirmed. The external paddles needed to be reseated. The paddles were reseated, and the device returned to full operation. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.